Manufacturer narrative:
(B)(4). Engineering review was not able to pin point the exact date the error was triggered as the log file was filled with beep events that caused events leading up to the error to be overwritten. The lc error is for a long change time triggered when the device is charging for an automatic capacitor reformation or for shock therapy and it takes between 20 and 44 seconds. Device data showed this device had no treated or untreated episodes stored during the identified time frame but would have had a scheduled capacitor reformation in (B)(6), so this was likely why the device was charging when the lc error was triggered. There was a successful capacitor reformation in october with a normal charge time and voltage, so whatever the problem with charging was appears to be transient; for example, if the patient had undergone an MRI during the capacitor reformation that could produce a long charge time due to the strong magnetic fields. However, the error could also indicate an intermittent hardware issue that may mean the system reliability is compromised. The recommendation was to replace the device and return it for laboratory analysis. At this time, the device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a device follow-up, the software update was done for this subcutaneous implantable cardioverter defibrillator (s-ICD). Then a code lc was observed, for long charge time. The field representative reset the alert and the beeper and the interrogation was completed with no other issues observed. A boston scientific technical services consultant discussed performing the manual setup to review the impedance measurement. The measurement was in-range; then an automatic setup was performed. The device selected the same sensing vector, with a gain of 2x instead of 1x. The signals did appear to be smaller than previously and the field representative planned to capture s-ecgs in all vectors in several positions. Device data was submitted to technical services for review. There were no sensing anomalies. However, the log files showed beeping in the device since (B)(6) 2017 and had likely started between june and september. A normal capacitor reformation was performed by the device in (B)(6), confirming the device was able to charge fully. The data was submitted to engineering for review. At this time, the device appeared capable of providing shock therapy. The patient was released with a next follow-up planned in three months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); engineering review was not able to pin point the exact date the error was triggered as the log file was filled with beep events that caused events leading up to the error to be overwritten. The lc error is for a long change time triggered when the device is charging for an automatic capacitor reformation or for shock therapy and it takes between 20 and 44 seconds. Device data showed this device had no treated or untreated episodes stored during the identified time frame but would have had a scheduled capacitor reformation in (B)(6), so this was likely why the device was charging when the lc error was triggered. There was a successful capacitor reformation in (B)(6) with a normal charge time and voltage, so whatever the problem with charging was appears to be transient; for example, if the patient had undergone an MRI during the capacitor reformation that could produce a long charge time due to the strong magnetic fields. However, the error could also indicate an intermittent hardware issue that may mean the system reliability is compromised. The recommendation was to replace the device and return it for laboratory analysis. At this time, the device remains in service. This report will be updated when additional information is received. The device remains in service under close monitoring. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a device follow-up, the software update was done for this subcutaneous implantable cardioverter defibrillator (s-ICD). Then a code lc was observed, for long charge time. The field representative reset the alert and the beeper and the interrogation was completed with no other issues observed. A boston scientific technical services consultant discussed performing the manual setup to review the impedance measurement. The measurement was in-range; then an automatic setup was performed. The device selected the same sensing vector, with a gain of 2x instead of 1x. The signals did appear to be smaller than previously and the field representative planned to capture s-ecgs in all vectors in several positions. Device data was submitted to technical services for review. There were no sensing anomalies. However, the log files showed beeping in the device since (B)(6) 2017 and had likely started between (B)(6) and (B)(6). A normal capacitor reformation was performed by the device in (B)(6), confirming the device was able to charge fully. The data was submitted to engineering for review. At this time, the device appeared capable of providing shock therapy. The patient was released with a next follow-up planned in three months. No adverse patient effects were reported. It was later reported the physician planned to monitor the device more closely with monthly follow-ups. The last follow-up was (B)(6), with no battery issues or charge time anomalies observed. The device has been implanted for nearly 6 years and it was reported the physician planned to wait for elective replacement indicator (eri) to be declared before replacing the device.